Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement interventional procedure. Reportedly, the first prostyle device was successfully pre-placed. During pre-placement of the second prostyle device, resistance was felt when the lever was returned to its original position to retract the foot. The prostyle device was attempted to be removed from the anatomy; however, resistance was felt. The device was removed against resistance resulting in a guide separation. Excessive force was not used during removal. A cut down, without change to the level of anesthesia, was performed to retrieve the separated sheath. No tissue damage was noted. Prostyle use was not continued and hemostasis was achieved via surgical suturing. The lever mechanism was thought to have broken preventing the foot retracting. Scar tissue was noted at the access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Photos of the device received from the account also show a foot separation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was removed against resistance. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the eifu violation contributed to the reported difficulties the investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.